Event description:
It was reported that the target area was the distal to proximal left anterior descending artery (lad) with mild tortuosity, heavy calcification and 90% stenosis. The 2.25 x 15 mm tenku rx balloon was delivered for pre-dilatation toward the lesion. Slight resistance during advancement was noted. When positioned at the lesion, the balloon was inflated to 8 atmospheres (atm). During the second inflation, it was inflated to 14 atm. Upon the third inflation, the balloon ruptured at 14 atm. The physician commented that the rupture may have been due to the calcification. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion, rinato, grandslam; guide cath: sheathless spb3.5. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The tenku rx balloon device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.